Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips not available for return.

Event description:
Caller reported blood glucose results of 366 mg/dl on compact plus system 1, 180 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.